Manufacturer narrative:
(B)(4). On (B)(6) 2016, a batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. Two photos were provided. The photo evaluation is unable to verify the reported complaint condition. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient reported that he was seen by his gp on (B)(6) 2016, and had been commenced on a second round of oral antibiotics cephalexin 500mg qid as his peg tube site was slightly red.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the investigation or if any additional relevant information is received.

Event description:
The nurse reported that a patient in (B)(6) had the fixation plate appeared very tight with hypergranulating tissue. There is a small area of redness with dried discharge around the site. On (B)(6) 2016, at 6 weeks post initiation therapy, during a routine home visit by a duodopa nurse specialist, the nurse found out that the patient had just completed a course of oral antibiotics as his physician was concerned that the percutaneous endoscopic gastrojejunostomy (peg-j) site was infected. There was some "crusty" material and a few millimetre of erythema surrounding the site. The patient seems to be doing well otherwise.